Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had time clock anomaly. The customer¿s blood glucose level was unknown. Customer reported that the changed to (B)(6) 2018. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. The time and date were synced and monitored for hours with no discrepancies or anomalies. Time or clock anomaly not confirmed.